Event description:
AED was deployed for treatment. User was concerned regarding analysis interval and deployed second AED. Second AED indicated non-shockable ECG. Pt responded to CPR and was transported to hosp and placed on life support. Pt expired after treatment was withdrawn.

Manufacturer narrative:
(B)(4): device eval pending. Initial report based on subsequent outcome.